Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic laser went to standby mode by its own. The procedure details and patient harm were not reported.

Event description:
Corrected information was received and confirmed that the event as a laser going to standby mode (surgical parameter issue - no reportable malfunction) as it does not meet criteria for a reportable malfunction.

Manufacturer narrative:
Based on this information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports will be submitted under mfg. Report num. 2028159-2022-00404. The manufacturer internal reference number is: (B)(4).